Event description:
A nurse reported power fluctuations were noted during a procedure. There was no pt impact reported. Add'l info was requested.

Manufacturer narrative:
The company rep examined the system, ran several hundred shots, and found no fluctuation. The company rep found the mirror in port two stuck and repaired it. No further problems were noted. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. The root cause was not determined. (B)(4).